Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon reported through the cartridge, the tip ruptured and the lens was damaged/ bent and surgeon tried to implant with an another iol but same happened with the second iol. The surgeon completed the procedure successfully third time using a non company iol. There was no patient contact and no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The company cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified company, 21.0 diopter lens model with non-qualified viscoelastic. The handpiece indicated would be qualified for use, with the use of qualified lens/cartridge/viscoelastic combinations. The company lens model is only qualified for use with the company (b) and (c) cartridges. The root cause is most likely related to a failure to follow the instructions for use (IFU). The account used an unqualified lens/cartridge/viscoelastic combination. The IFU instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. Please be aware that there is currently a ban on the export of medical devices from the russian federation. The file will be reopened if the sample becomes available. The manufacturer internal reference number is: (B)(4).